Manufacturer narrative:
The investigation has determined that a lower than expected result was obtained from a non-vitros biorad quality control fluid using vitros chemistry products k+ slides lot 4102-1061-9035 on a vitros xt 7600 integrated system. The assignable cause of the lower than expected vitros k+ quality control results is suboptimal calibrations. The calibration parameters for vitros k+ lot 4102-1061-9035 was atypical compared to the database values. The cause of the suboptimal calibrations is unknown; however, a possible cause of the suboptimal calibrations is improper protocol as the customer was not inverting the vitros erf an adequate number of times prior to loading it on the analyzer. Vitros k+ lot 4102-1061-9035 was not recalibrated and the customer is no longer using this reagent lot. However, historical qc results for this reagent lot prior to the suboptimal calibration were within expectations and a reagent related issue is not a likely contributor of the event. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros k+ reagent lot 4102-1061-9035. Precision testing was not performed on the vitros xt 7600 integrated system. However, there was no evidence to suggest that the vitros xt 7600 integrated system was a contributing factor of the event as no known actions were performed on the analyzer between the time of the event and recalibration. Email address for contact office is (B)(4).

Event description:
The investigation has determined that a lower than expected result was obtained from a non-vitros biorad quality control fluid using vitros chemistry products potassium (k+) slide lot 4102-1061-9035 on a vitros xt 7600 integrated system. Biorad lot 86930 l3 result of 4.11 mmol/l vs an expected result of 7.63 mmol/l . Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from a quality control fluid and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).